Event description:
It was reported that the patient experienced atrophy due to fluid loss in their artificial urinary sphincter (aus). The device was removed and replaced using a 4 cm cuff. The patient fully recovered.